Event description:
After a 6f angio-seal vip device was deployed and the black compaction marker was seen the patient began to bleed from access site. Manual compression was applied until hemostasis was achieved, then the suture was cut at the skin surface and pedal pulses were present. The patient then developed a cold leg and was sent to surgery. The angio-seal was found completely inside of the artery and removed. The patient is reported to be recovering well.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.